Event description:
It was reported that a user experienced hypoglycemia while using the ilet and was alerted by the device, with the lowest blood glucose recorded at 54 mg/dl; the user corrected the low with oral glucose in the form of food or apple juice and did not require assistance or medical intervention. Symptoms included none reported. Outcomes included correction of blood glucose without clinical sequelae, no hospitalization, and no impairment. Investigation included complaint intake, user interview, and review of device alerts and usage narrative. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event, with the device functioning as designed by providing a low-glucose alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.